Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis underwent a surgical procedure to remove the device for unspecified reasons. Upon removal of the tactra, the patient was implanted with an inflatable penile prosthesis (ipp). Patient status following the procedure was not reported.